Manufacturer narrative:
(B)(4).

Event description:
Reported as "it broke in the vein and injured the vein". Additional information received states that during catheter placement, the balloon ruptured and injured the right femoral artery. An x-ray was taken which showed extravasation. The patient required an iliac stent to maintain the vessel. The patient ultimately expired, however "the doctor does not make any declaration that the balloon rupture caused or contributed to the patient's death. The patient's death was caused by a different reason". No further information was provided on the date or cause of death, underlying medical history, or specifics on the event or death.

Event description:
Reported as "it broke in the vein and injured the vein". Additional information received states that during catheter placement, the balloon ruptured and injured the right femoral artery. An x-ray was taken which showed extravasation. The patient required an iliac stent to maintain the vessel. The patient ultimately expired, however "the doctor does not make any declaration that the balloon rupture caused or contributed to the patient's death. The patient's death was caused by a different reason". No further information was provided on the date or cause of death, underlying medical history, or specifics on the event or death.

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty was confirmed based on the customer pictures with the complaint report. The pictures revealed damages on the iabc central lumen and its detachment from the central lumen flex tip assembly; also, the separated end of the iabc central lumen damaged the iabc bladder. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a, corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "it broke in the vein and injured the vein". Additional information received states that during catheter placement, the balloon ruptured and injured the right femoral artery. An x-ray was taken which showed extravasation. The patient required an iliac stent to maintain the vessel. The patient ultimately expired, however "the doctor does not make any declaration that the balloon rupture caused or contributed to the patient's death. The patient's death was caused by a different reason". No further information was provided on the date or cause of death, underlying medical history, or specifics on the event or death.